Manufacturer narrative:
The pack involved in the reported event was disposed at the facility. The foreign object removed from the patient's eye could not be found therefore no analysis can be performed to determine the nature and possible source of the foreign object. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a user facility in (B)(6) stated that during a cataract procedure a foreign object was observed passing down the irrigation sleeve into the patient's eye. The foreign object was retrieved but pinged off the discard pad and could not be found for examination. There was no report of injury or consequences to the patient.